Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, after which the malfunction did not recur, and the customer was able to continue using the pump. The caller was advised to call back if the issue reappeared, and they acknowledged and understood this guidance.